Event description:
Contact reports the implanted construct became loose and the rod slid out. The customer feels that the typhoon cap should have held onto the rod. The typhoon cap and a crossconnector device were explanted and returned for evaluation. See medwatch report#1526439-2006-00175 for the crossconnector device.

Manufacturer narrative:
No conclusions can be made at this time. The product is intended to be a temporary fixation device to aid in the process of fusion, and breakage or loosening can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending on the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.